Event description:
In (B)(6) 2012, the pt had surgery to correct long-present rectocele and cystocele, which was felt to be too restrictive and caused large residual volumes of urine. On (B)(6) 2012, the sling was "snipped" and the urinary symptoms improved. About 24 hours post-op she reported developing diffuse myalgias and four days later reported hand and foot swelling. Shortly after she developed a popular rash, first on her thigh, but quickly spread to her trunk and arms. She was treated with voltaren 75mg ID without benefit. She was then placed on prednisone on (B)(6) 2012 and didn't note improvement. Despite increasing the prednisone, she noted persistent forefoot and lower leg pain. At the lower legs, she noted dysesthesias and occasional pins and needles sensation. She began treatment for seronegative inflammatory polyarthritis and there has been no other identified trigger for the arthritis.